Event description:
It was reported that, gamma nail fractured and had to be revised.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.